Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. During troubleshooting with tandem technical support (cts), the customer reported to have performed the air removal step incorrectly. Cts education the customer on the air removal technique. Customer acknowledged the information. Blood glucose was not impacted.